Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. A visual examination of the return sample revealed that both the inner and outer layers of the sheath were completely separated. The sheath was noticed to be heavily stretched on both the ends. The edges of the separated areas of the sheath, outer and inner, appeared jagged and heavily stretched. Additionally, the tip of the sheath was also noticed to be flattened. An evaluation of the retention samples from the reported part/lot combination as well as the surrounding lots was conducted. There were no visual anomalies noted during a visual evaluation. In addition, dimensional and functional testing confirmed the samples met manufacturing specification. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, the appearance of the involved sample is consistent with having been stretched to the point of separating both the inner and outer layers at multiple locations. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported damage to the destination sheath. Follow up communication with the user facility confirmed the following information: during a difficult case the full destination sheath was removed; 5cm from the distal end, the sheath started to unwrap; the doctor reported that the contralateral leg that was being treated was very calcified; the procedure was completed; and there were no patient issues.